Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) was removed as it does not apply to this event.

Manufacturer narrative:
Date of event is an approximation.

Event description:
The patient reported that they were having some bladder cramps on (B)(6) 2017. They thought that maybe the interstim could be causing the issue, and it wasn't just coming off of norco. They indicated that they weren't sure. They mentioned that they had been having issues with rotator cuff surgery and had been on norco. The patient had turned the stimulator down, but had been having really bad restless leg syndrome in their knees. They had always had "restless leg," but not to this extent when lying down on their back. They wondered if this could be related to the interstim, since when the restless leg really started being aggravated about a week prior to the report, they turned the stimulator off so the doctor could run a nerve test for pain in their arm and shoulder. The patient stated that they turned the stimulator off for this procedure, since they didn¿t' want it to interfere. When they turned it back on again, the restless leg started getting really bad. It was noted that at this time, the patient went from 8-10 hydrocodone pills a day to 4 the next day, 3 the following day, 2 the next, and then 1. They were going to put them on a patch for coming d own off the norco. The patient indicated that before they turned the stimulation down, they turned it off and took a hydrocodone. They did this because their legs were going crazy, and they were having breakthrough arm pain. Once they took the hydrocodone and relaxed, they turned the interstim back on. They were already feeling the restless leg again. They stated that all of a sudden the pain was gone and then now it was back. They had only took the hydrocodone about an hour prior to the report. The patient was only having the restless leg in the knee. It was almost a tingling, where they just had to rub or move them. They were not sure if they would even describe it as tingling, but it felt like restless leg just in their knee. They further wondered if they were getting a urinary tract infection because they were getting pain in their vaginal area when they needed to go to the bathroom and when they went. The vaginal pain was experienced on (B)(6) 2017. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.